Event description:
Reporter stated the infusion device displays an e7 electronic error when placed in the stop mode and the vibra and buzzer alerts do not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. (B)(4) were found in the history. The vibrator motor does not function, and an internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.